Event description:
Around one year after the initial surgery, the patient underwent revision surgery to extend the existing construct. During the procedure, it was observed that one of the previously implanted set screws had backed out, while another was found to be loose. Both set screws were removed and replaced. This is report 2 of 2.

Manufacturer narrative:
The explant is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Manufacturer narrative:
This is report 2 of 2. Correction: h3. Yes. H6. Investigation findings: 3243. Investigation conclusions: 61. Device evaluation: visual inspection of the set screw showed the presence of a starburst wear pattern around the circumference, whereas typical set screw wear has an even hourglass wear pattern. These wear marks indicate excessive or unintended motion in the rod-set screw contact which is caused by a set screw backout. Additionally, there is an offset horizontal wear mark which indicates non-centralized loading of the set screw which is the result of rod movement against a cross-threaded set screw. Review of device history records showed no manufacturing or processing related irregularities. Labeling review: warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components. Intraoperative management: final tightening of set screws: all set screws must be tightened using the appropriate instruments (e.g., torque handle, final driver, and counter torque) as indicated in the surgical technique guide. Postoperative management: the surgeon should instruct the patient regarding amount and time frame after surgery of any weight bearing activity. The increased risk of bending, dislocation, and/or breakage of the implant devices, as well as an undesired surgical result are consequences of any type of early or excessive weight bearing, vibratory motion, fall, jolts or other movements preventing proper healing and/or fusion development. Implant devices should be revised or removed if bent, dislocated, or broken. Immobilization should be considered in order to prevent bending, dislocation, or breakage of the implant device in the case of delayed, mal-union, or non-union of bone. Immobilization should continue until a complete bone fusion mass has developed and been confirmed.